Event description:
Siemens healthineers was notified of a patient injury involving the magnetom vida system. Injury information was provided for two patients. Patient 1 sustained a second degree burn on the left breast (size approx. 5 cm x 2 cm). Although requested, no information about medical treatment has been provided for this patient. Patient 2 also sustained a second degree burn on the left breast (size approx. 5 cm x 2 cm). Within 24 hours following the biopsy, a blister appeared at the biopsy site and subsequently evolved into a skin ulceration. The patient underwent a lumpectomy five days after the biopsy. Although requested, no further information about medical treatment of the burn was provided. Additionally, it was stated in the provided questionnaires that there were five occurrences in total. No injury information has been provided for the other three patients as of the date of this report. Based on the information received as of the date of this report, siemens healthineers cannot exclude a serious injury occurred.

Manufacturer narrative:
H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.